Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl, at the time of incidence. Customer reported that they had high as well as low blood glucose level. Customer reported that their body was not absorbing the insulin. It was unknown whether the customer was using auto mode at the time of reported event.. Customer reported that they received changed sensor alert. The insulin pump will not be returned for analysis.